Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 430mg/dl which was treated with 10units shots from insulin pen. Customer states that they had 98mg/dl last night, had oatmeal and yogurt then blood glucose went to 300mg/dl so took insulin pump shot. After an hour they got up to 430mg/dl. Customer mentioned that they had constant thirst and peeing. The devices will not be returned for analysis.